Event description:
It was reported that during an surgery regarding a medtronic lead failure, the patient device was explanted replaced due to the advisory recall. The surgery was completed with no complications and the patient was stable.

Manufacturer narrative:
Analysis of production records completed. No device problem found.